Manufacturer narrative:
Concomitant medical products: product ID: 429678 lead, implanted: (B)(6) 2016; product ID: 5076-45 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had fractured, and exhibited high impedances and no capture. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.